Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for investigation. The service branch did not duplicate a wavy or faded out video image, but the video image was found to be flickering. There was extensive evidence of fluid invasion in the control body, scope connector, bending section, electrical connector, and the light coverglass. In addition, the remote switches were found not working and there was no ID data transmission, also due to the fluid invasion. The cause of the user's experience was isolated to fluid invasion, which was likely due to user mishandling as the device passed leak testing. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the video image became wavy and faded out until there was a complete loss of image. The procedure was completed with a different, but similar device and there was no patient injury reported.